Event description:
It was reported that patient was revised approximately six months post implantation due to the pulled out anchors. Attempts have been made and additional information on the reported event is unavailable

Manufacturer narrative:
This follow-up report is being submitted to relay additional information. The following sections were updated: b4, b5, d4, g4, g7, h1, h2, h4, h6, h10. Reported event was unable to be confirmed due to limited information received from the customer. Device history record was reviewed and no discrepancies were found. Root cause was unable to be determined as the necessary information to adequately investigate the reported event was not provided. A summary of the investigation has been sent to the complainant. If any further information is found which would change or alter any conclusions or information, a supplemental will be filed accordingly. Zimmer biomet will continue to monitor for trends.

Manufacturer narrative:
(B)(4). Report source: (B)(6). The product will not be returned to zimmer biomet for investigation. The investigation is in process. Once the investigation has been completed, a follow-up MDR will be submitted. Product not returned.

Event description:
It was reported that patient was revised due to the pulled out anchors. Attempts have been made and additional information on the reported event is unavailable.